Manufacturer narrative:
The event unit was returned to applied medical for evaluation along with the shield, a clear plastic component of the seal. Visual inspection of the event unit confirmed the complainant's experience of seal component separation. The duckbill and septum, rubber components of the seal, were torn. Based on the condition of the returned unit, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical's instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."

Event description:
Procedure performed: lap hysterectomy sacrocolpopexy. Event description: limited information available at the time of report. Inside seal tore and two pieces fell into the patient. The pieces were retrieved from the patient. Rep was not told what part of the seal was torn or the color of the component. Asked what instrumentation was being used at the time but the information was unknown. It is unknown if they were able to complete the case with the event device or opened another trocar. Device is available and will be returned. Intervention: the pieces were retrieved from the patient. Patient status: fine.